Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and observed wbc (white blood cell) backgrounds intermittently high and a diluent leak. He found a buildup in the wbc aperture, bath #3, as well as tubing popped off the upper sheath coil on left side diluter panel. He removed all three wbc apertures and cleaned with deionized water. He also re-tubed green stripe tubing leading to upper sheath coil. Verification inspection was performed with no further issues. Identification of failure modes: a dirty wbc aperture was the cause of the wbc background count failure and the system provided high wbc backgrounds to alert the operator to an instrument problem. Disconnected tubing on the upper sheath coil was identified as the cause of the leak. The system provided an error condition of "sheath tank not full" error to alert the operator of an instrument problem. No erroneous results were generated in association with this event. Upon recur of the failure associated with the dirty wbc aperture, erroneous results are likely for the wbc results due to improper sizing/pulse during sample analysis. Upon recur of disconnected sheath tubing, erroneous results are not likely as the system stops the instrument when there is insufficient level of diluent in the sheath tank for differential or reticulocyte analysis. Product labeling: coulter lh 750 hematology analyzer, warning-precautions (B)(4): beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
On (B)(6) 2014, the customer reported high background counts for wbc (white blood cell) during startup after a pmi (preventive maintenance) was performed. On (B)(6) 2014, the customer reported a leak when using the coulter lh 750 hematology analyzer. A fluid leak (20 ml) was observed and the instrument generated an error condition of "sheath tank not full". The leak was not contained within the analyzer and leaked onto the counter. The operator was wearing personal protective equipment of gloves and lab coat at the time of the leak. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.